Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Low vault was reported and the lens was removed on (B)(6) 2015. A larger lens was implanted on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Additional information: conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. Corrected data: -12/2.5/091 diopter. Device evaluation - lens returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn. (B)(4).